Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "handpiece doesn't move internal motor", there is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
Result of investigation: the described failure: "the handpiece doesn't move internal motor when we press the right footswitch" could be confirmed. The motor is defective. The housing, cable and plug are damaged. In addition the insulation testing failed. The damages described are most probable caused due to insufficient maintenance and care. After use, the motor must be rinsed and cleaned, and then the shaver must be oiled as stated in the corresponding IFU 96056038d, version 3.1 on page 26). The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).